Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had a low pip (peak inspiratory pressure), high rate, low ve (minute ventilation) and motor fault alarms while on a patient. Furthermore, there was no patient harm reported associated with this event. Patient was put on another ventilator.